Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unspecified blood glucose (bg) and a high ketone level identified as life threating by a health care provider. A specific bg value was not provided. Reportedly, pump battery could not be charged, leading to the pump shutting off. Prior to the ER, in an attempt to treat their bg, the customer administered a manual injection of insulin and changed supplies. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.